Manufacturer narrative:
Device evaluation: the technical inspection of the tipcam revealed the following: start screen does not appear (cable defect, component failure), no picture, damaged cable, scratched handle and a scratched shaft. The failure of the tipcam was caused by a component fault (connection cable), which led to the device malfunctioning. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
No applicable error description was received. However, during initial evaluation of the product it was found that there is no image and the cable is damaged. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).